Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Historical data log was graphed and a typical glucose pattern was observed. No issues were observed with the sensors data. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness and loss of consciousness. The customer was unable to self-treat and received juice from a non-healthcare professional. The customer also received 1 capsule of glucose from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness and loss of consciousness. The customer was unable to self-treat and received juice from a non-healthcare professional. The customer also received 1 capsule of glucose from a healthcare professional. There was no report of death or permanent impairment associated with this event.